Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported air bubbles in the reservoir of the insulin pump. The customer's blood glucose level was 340 mg/dl. The customer reports no visible damage, big number of small air bubbles in the reservoir during second day after reservoir change. The reservoirs will be replaced and 4 unused pieces will be returned to warsaw office.